Event description:
It was reported that the foot control "wing nut was broken, the o-ring was not sealing properly, and the cord was cracking." It was reported that the event occurred during a routine check of the device. The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. Should additional information become available, a supplemental medwatch report will be sent accordingly.